Manufacturer narrative:
No flashing medtronic logo noted during boot up. Successfully downloaded history files and traces using thump. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error 63 alarms noted during testing. No "no delivery" alarms noted during testing or in the pump history/trace files within 2 weeks of the event date. However, pump error 63 (variable=15) (line number 147 file number 2017) was confirmed in the formatted history file on 06/29/2023 at 17:02:52.000 and at 17:03:04.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset (within) specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Flashing medtronic logo not confirmed. Insulin flow block alarms not confirmed during testing. However, pump error 63(variable=15) (line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error with twi interface (esf#3926945). Problem isolated to the electronic assemblies. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 410 mg/dl and was treated with manual injection. Customer's blood glucose value at the time of call was 410 mg/dl. Customer experienced thirsty and lot of urination symptoms due to high blood glucose. In addition to that customer reported pump received a pump error 63 and also reported pump had a medtronic logo appeared and acted weird and had no insulin. Troubleshooting was performed for pump error 63 and alarm cleared successfully and for high blood glucose trouble shooting was not performed as customer declined the process and it was unknown whether the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.